Event description:
It was reported that a cartridge alarm 30 occurred on three consecutive occasions. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl (27.7 mmol/l). The customer was assisted by technical support in loading a new cartridge using the correct technique, cleaning the pump cartridge area, and successfully resuming insulin therapy each time, with the issue ultimately being resolved.